Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for broken cap was observed. Additionally, 100 retention samples from bd inventory were visually inspected and no damaged caps were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, broken cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sst¿ ii advance plus blood collection tubes at least 5 tubes had broken caps. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 31-jul-2024. Investigation summary: bd received 2 photos,, 7 closure and 2 tubes for investigation. Evaluation of the photographs show a cap with a vertical split down its side. Evaluation of the returned samples indicated split caps. Additionally, 100 retention samples from bd inventory were visually inspected and no damaged caps were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, broken cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sst¿ ii advance plus blood collection tubes at least 5 tubes had broken caps. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® sst¿ ii advance plus blood collection tubes at least 5 tubes had broken caps. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos for investigation. The photos were reviewed and the indicated failure mode for broken cap was observed. Additionally, 100 retention samples from bd inventory were visually inspected and no damaged caps were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode, broken cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.